Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and revealed no anomalies were found. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during initial implant the physician was unable to pass the right ventricular (rv) defibrillation lead through the tricuspid valve. After multiple attempts the physician suspected there might be something wrong with the lead questioning the condition of the lead helix. A new lead of the same model was implanted successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.